Event description:
Device 1 of 2. Reference: manufacturer report 1627487-2010-01585. The patient received her scs system consisting of a neurostimulator receiver and percutaneous lead on (B)(6) 2004. It was reported that the patient experienced a loss of stimulation in (B)(6) of 2007. The receiver was replaced with an implantable pulse generator (ipg) on (B)(6) 2007. The percutaneous lead was also replaced with a paddle lead without testing functionality at this time. Both receiver and the lead were returned to ans for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.